Event description:
Customer reported getting high and low readings (328mg/dl, 112mg/dl and 277mg/dl) from her freestyle flash blood glucose monitor. Customer then self administered 19 units of insulin for each high readings accordingly. The customer also reported having symptoms of coldness, sweating, headache, shortness of breath, extreme weakness and diarrhea. Customer recalled she had loss of consciousness. The paramedics were called in and the customer was taken to the emergency room. The customer received oral glucose and IV pain medication from the paramedics. The customer was also given 2 units of blood transfusions for anemia at the hospital.

Manufacturer narrative:
The complaint was not confirmed and no reading issues were observed, all results were within the range specification and no errors were observed during control solution testing. Upon reviewing, the meter reading logs on march 18th, there was no record of 328 mg/dl nor 112 mg/dl per customer's complaint.